Manufacturer narrative:
(B)(4). Date sent 10/16/2024. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0012am device was received with the ptfe insulation detached and returned. The blue insulation was noted pushed backwards. The electrode was tested for continuity and passed the test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No lot or batch were provided, bhr could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown open surgery, the blue cover part of the tip detached during use, so use was stopped. No pieces were left inside the patient. The generator was competitive one. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The blue cover at the tip came off outside the patient. There was no bleeding and no tissue damage.